Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported complaint. Fa found the primary failure of severely bent grip to be related to the customer reported complaint. For clarification, the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.025" offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of this failure mode are typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. Severely bent grips with an offset > 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the medium-large clip applier (part# 470230-12/ lot# k10211018 0066) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a sigmoid colectomy performed on system serial# (B)(4). There were 85 uses remaining after this last usage. This complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the hem-o-lok clip broke on removal of the medium-large clip applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use. It did not collide with any other instrument or tool during the procedure. Green hem-o-lock clips were used and the surgeon confirmed closure of the clip after ligation. The vessel was not greater than 13 mm in diameter. There are no photographs or video recording available for review. The customer declined to provide patient related information.